Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012 patient was admitted to the facility where the surgeon performed spine fusion surgery using rhbmp2 on the thoracolumbar region of his spine from vertebrae t2 through s1. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., over the posterior elements). Post-op, patient reportedly underwent revision surgery due to severe pain and symptoms. Patient reportedly "continues to experience chronic low back pain and cramping in his legs and has otherwise been permanently and severely injured" .

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.